Event description:
A patient contacted product surveillance to report a leak when a cassette was loaded and priming was selected. Product surveillance contacted the home patient (hp) regarding the reported leak. The hp stated she did not know the cause of the leak because she did not visually inspect the cassette thoroughly. The hp had discarded the sample, therefore it is not available for evaluation. The hp has since started using a new box of cassettes and has not had any problems since. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was performed on the lot number provided because the sample was discarded by the customer. There were no issues noted during the manufacturing process. There were no deviations from the standard procedure.